Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26169. It was reported the pt rec'd overstimulation which lasted for 15 mins and then lost all stimulation. The pt then was unable to communicate with or recharge her ipg. The pt was sent a new charger which did not resolve the issue. A sjm rep met with the pt and pt rec'd weak stimulation with the magnet and was unable to communicate or recharge her ipg. It was noted the pt has frequent falls. Xrays were taken and results are unk. The pt currently is receiving weak stimulation and unable to recharge her ipg. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.